Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturing date: monitor: 06/09/2014, belt: 09/16/2015.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate defibrillation event consisting of nine shocks during ventricular tachycardia (vt) / ventricular fibrillation (vf) on (B)(6) 2018. The first treatment was delivered during a single detection sequence while the patient was in vt at 210 bpm at 4:26:19 am. The post shock rhythm was sinus bradycardia at 30 bpm. Treatments 2 through 6 occurred between 4:34:02 am through 4:36:02 am in a single detection sequence while the patient was in vf/vt. The post shock rhythm after treatment 6 was bradycardia at 30 bpm. Treatments 7 through 9 occurred between 4:40:06 am through 4:42:20 am in a single detection sequence while the patient was in vf. The post shock rhythm was asystole with intermittent cardiac activity and CPR artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 4:42:45 am the arrhythmia had self converted to a slower rhythm. The electrode belt was disconnected at 5:23:39 am and the device shutdown at 06:06:06 am. The patient was with his wife and son at the time of the treatment event. It was reported that ems was called and that the son had initiated CPR at the time of the treatment event. The response buttons were pressed during the treatment event. The patient was taken to the hospital via ems and passed away at the hospital on (B)(6) 2018.